Event description:
Reportable based on analysis completed on 18feb2015. It was reported that crossing difficulties were encountered. Vascular access was obtained femoral artery. The 90% stenosed, 24mm x 4.00mm, de novo, concentric, with a <= 45 degree bend target lesion was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. Predilation was performed using a 2.00 x12mm maverick balloon catheter, with 80% residual stenosis. Subsequently, a 4.00 x 24 mm promus element ¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations where the points of severe kinks were identified. The hypotube broke 337mm & 392mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination found the mandrel was in position within the shaft and the examination found the outer & mandrel was kinked 15mm distal to the bi-component bond. The mid-shaft section was found to be kinked 83mm distal to mid-shaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).